Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation or evaluated on site; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 3 hours 10 minutes of treatment with an ak 96 machine, the patient complained of abdominal discomfort and it was reported that reverse ultrafiltration occurred resulting in a weight gain for the patient estimated to 4.9 kg. The treatment restarted to remove the extra fluid was performed. No additional information is available.